Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. This device remains implanted and in service, therefore technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported during a routine follow up appointment that this right atrial (ra) lead exhibited pacing inhibition, high out of range pacing impedance greater than 3,000 ohms and noise. The physician suspected there to be a lead fracture or insulation issue. A x-ray was performed, with no obvious fractures or placement issues. The lead is scheduled to be explanted in the near future. No adverse patient effects were reported. The lead remains implanted. Additional information was received that this lead was surgically capped/abandoned (i.e., it remains implanted but is no longer in service). A new lead was implanted. No adverse patient effects were reported. The lead is not expected to be returned for analysis.

Manufacturer narrative:
This device remains implanted and in service, therefore technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported during a routine follow up appointment that this right atrial (ra) lead exhibited pacing inhibition, high out of range pacing impedance greater than 3,000 ohms and noise. The physician suspected there to be a lead fracture or insulation issue. A x-ray was performed, with no obvious fractures or placement issues. The lead is scheduled to be explanted in the near future. No adverse patient effects were reported. The lead remains in service.